Event description:
When peg tube was being removed from patient, bumper on peg tube setup broke away from tube and did not come out when the tube was removed. Pt came to facility after the tube had been inserted therefore rptr is unable to provide the model #.